Manufacturer narrative:
(B)(4). The device was received and evaluated. The external/internal inspection was performed and the device passed. The device also passed both the rite (returned instrument test evaluation) functional test and electrical testing. A review of the event history log verified the reported issue of a high drain 101/call pd nurse alarm. The previous therapy ended with a patient volume of 2398ml when the home patient turned the device off for over two hours during dwell cycle 4. A review of the therapy parameters found that the initial drain alarm setting was programmed for 0 ml. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device after use. The technical service representative (tsr) reviewed the log and found that the hc had presented a high drain 101 alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.